Event description:
Information received indicates the head section is drifting down after being raised. The facilities engineer cleaned the head drive brake assembly, but the problem remained.

Manufacturer narrative:
Repairs to the bed have not been completed.